Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no: 663505-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, ovarian cyst and endometriosis. Concurrent conditions included obesity, abdominal pain lower, back pain and vomited. Concomitant products included benzonatate and loratadine;pseudoephedrine. In 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as on (B)(6) 2009. Current weight 200 lbs. She told about procedure after the birth of her last child in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Computerised tomogram: on an unknown date: showed small umbilical hernia.. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Everything was sealed up. Ultrasound scan: on an unknown date: small physiologic right ovarian cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metal, abdominal pain. Most recent follow-up information incorporated above includes: on 1-feb-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 663505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, ovarian cyst and endometriosis. Concurrent conditions included obesity, abdominal pain lower, back pain and vomited. Concomitant products included benzonatate and loratadine;pseudoephedrine. In (B)(6), the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6), the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6)2009. Current weight 200 lbs. She told about procedure after the birth of her last child in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Computerised tomogram - on an unknown date: showed small umbilical hernia.. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Everything was sealed up.. Ultrasound scan - on an unknown date: small physiologic right ovarian cyst.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metal, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr were received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nickel allergy, dysmenorrhea, dyspareunia, weight gain abdominal pain were added. Event onset date and outcome were updated. Essure removal date was updated. Reporters were added. Concomitant conditions and drugs were added. Reporter causality comments were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.